Event description:
Augmentation. No apparent problem until eight years later. Apparent deflation of left implant. Pt underwent removal deflated left breast implant. Implant was removed intact. Pt augmentated with mentor saline implant.